Event description:
It was reported that the customer had high blood glucose levels of almost 600 mg/dl. The customer reported that high blood glucose levels were fluctuating from a low of 75 mg/dl to almost 600 mg/dl. The customer treated with manual insulin injections. The customer also reported no delivery alarm from the insulin pump during bolus. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).